Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Device pending return.

Event description:
It was reported that five years and two months post port placement, the catheter was allegedly found to be broken upon removal of the port system. It was further reported that the device allegedly migrated. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter in three segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture, and identified material separation, wear and deformation issues, as a complete circumferential break was noted on the catheter approximately 2.8cm from the distal end of the cath-lock. A partial circumferential break were noted approximately 9.2cm from the proximal end of the second catheter segment. Complete circumferential breaks were noted to both ends of the second catheter segment. A complete circumferential break was noted to the proximal end of the third catheter segment. The edge of the complete circumferential break on the first catheter segment was noted to be jagged in one region and rounded in another. The surface was granular in one region and smooth in another. The edge of the proximal complete circumferential break on the second catheter segment was observed to be jagged; the surface appeared granular in one region and smooth in another. The proximal edge of the partial circumferential break was noted to be rounded; the distal edge appeared smooth and sharp. The proximal surface of the partial circumferential break was observed to be rounded and smooth; the distal surface appeared granular. The edges of both the distal complete circumferential break on the second catheter segment and complete circumferential break on the third catheter segment were noted to be sharp and smooth; the surfaces appeared finely granular. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years and two months post port placement through the subclavian vein, the device was removed and upon removal, the catheter of the device was allegedly noted to be broken. It was further reported that the device allegedly migrated. The current status of the patient is unknown.